Event description:
A carefusion filed service engineer was performing a power supply upgrade, when he identified, the fio2 was out of specification on the ventilator. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion field service engineer repaired the ventilator, on-site. The fio2 was resolved, via calibration.